Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient had a problem with it and experienced pain whether or not they had to go to the bathroom. The patient tried to change the numbers on their stimulator and thought it was too high, so they lowered it, but it was the same and they could not get a hold of their healthcare provider (hcp). It was noted the pain was not constant, the patient gets relaxed and was not in pain. When their system knows they needed to go to the restroom, they get a sharp pain up inside their vagina like they were going or not; sometimes they do go or sometimes they can¿t make it to the restroom in time to go. The patient wanted help to turn stim off to see if that resolved the pain. The patient was on program 1 at 2.85 and stim was on. The patient changed to program 2 at 2.2 and noted it was comfortable and wanted to try it there. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.